Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of error messages and high discrepant inr results on coaguchek xs meter serial number (B)(4) when compared to the laboratory. The customer tested on the meter at 5:34 p.m. With a result of >8.0 inr. At 6:00 p.m. The result from a laboratory using the neoplastine method was 5.6 inr. On (B)(6) 2018 the customer tested on the meter at 12:32 p.m. With a result of >8.0 inr. At 2:30 p.m. The result from a laboratory using the dade innovin method was 5.3 inr. The customer thinks the laboratory results are correct. No therapeutic decisions were made based on the meter or the laboratory results. No treatment was required. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The patient is well and in stable condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer has no hematocrit issues. The customer is not on overlapping heparin or other direct thrombin inhibitors. The customer started eating organic salads with items containing vitamin k such as broccoli, romaine lettuce, and spinach. The customer has started several new medications. The customer is not experiencing any abnormal bleeding or bruising and has not been ill. The meter and test strips were requested for investigation. Retention test strips (lot 286319) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.

Manufacturer narrative:
The customer returned both meter and strips for investigation. Testing results: qc 1: 2.5 inr. Retention strips: qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages.